Event description:
I went to my gynecology's and they recommend the femtouch - it was in 2017 I have to get the exact dates. Immediately after I got home I had feelings of urine infection, it has been an ongoing issue since then, it is now 2023. I have been under the care of a urologist with chronic bladder and urethra pain since then. I had never prior to that had any issues of any kind, the procedure has absolutely turned my life up side down. I recently started seeing a nephrologist after my urologist recommended it. I have had multiple test, CT scans, urine tests, at least 20, I can provide all the records if necessary.